Event description:
It was reported that during the implant attempt, the patient's anatomy had a bend in the vessel that was too acute for a 9 french lead. A smaller 7 french lead was used. No patient complications were reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.